Event description:
Internal jugular vein accessed for right heart catheterization using micropuncture kit. Later when setting up for femoral access, scrub went to put inner dilator back in micropuncture sheath and noticed the outer white plastic was sheared off with under wire exposed. Looked everywhere could not locate outer white portion of inner dilator. Presumed to be in patient somewhere.